Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Pictures were provided and reviewed: mild haze was apparent in posterior surface of intraocular lens (iol) or posterior capsule (pc). Multiple light scattering artifacts/maybe microvacuoles of different diameter appeared to be located in iol body. Findings may be compatible with posterior capsule opacification (pco) and glistenings. The product investigation could not identify a root cause. Not enough information was provided from the account to properly complete an investigation. No final determination can be made without the evaluation of a physical sample.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received from the reporter who indicated that the right eye had very fine glistening, not disturbing the patient.

Manufacturer narrative:
Evaluation summary: product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. Additional information has been requested but not received to date. (B)(4).

Event description:
A surgeon reported glistenings after bilateral cataract surgery with intraocular lens (iol) implant. Patient experienced light issues, especially by back light, even small metal objects blinded her. The surgeon found fine glistening in the iol. Per the reporter, this could be the cause of the issue. Glare was also reported. Additional information has been requested but not received to date. This is one of two reports being filed for the same patient. This report is fot the patient's right eye.